Manufacturer narrative:
The customer reported that the monitor on the cns (central monitoring system) is getting very dark. She believes the backlight is going out. The touchscreen is still operational.

Event description:
The customer reported that the monitor on the cns (central monitoring system) is getting very dark. She believes the backlight is going out. The touchscreen is still operational.

Manufacturer narrative:
(B)(4). Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available.